Event description:
The tsw35 was used during a laparoscopic oophorectomy. It was reported the device was fired twice with no problem. On the third firing the device would not fire. Another reload was opened and the device still would not fire. Another tsw35 was opened to complete the case. The rep is returning the device and two tr35w reloads. There was no consequence to the patient.

Manufacturer narrative:
Firing trigger teeth broken. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0102l; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, unfired and position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned with a damaged firing trigger tooth, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. The instrument cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.